Event description:
Nellcor puritan bennett recieved information that suggested that the rt did not set the ventilator tidal volume setting correctly and the patient developed a pneumothorax. Testing performed by a third party as well as the homecare company indicated that the ventilator involved in the incident is unknown.